Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a nissen procedure, the surgeon was using the device in a normal fashion. The instrument was used without issue for several passes of the needle from jaw to jaw. Surgeon closed device and toggled the needle to the other jaw. When the surgeon opened the jaws the needle fell out of the jaw. The needle fell in the patient cavity and was easily located and removed. This happened twice with same device. Another device was opened and the problem repeated itself. A third device was opened and worked fine. New needles were used each time a new device was used. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Patient current status reported as fine.

Manufacturer narrative:
(B)(4).